Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a transient ischemic attack (tia). The day after the procedure the patient experienced a tia that required unspecified treatment in order to prevent further injury. No further information about the patient or product have been provided. Per additional information received, patient went to ed for a 4-hour visit in morning. He had his ablation the previous day. Patient took 2 chewable asa at time of onset, was on eliquis and took in the am. Ed doctor determined quickly it was not a stroke. CT head without acute findings. Cta h/n without lvo. Symptoms (left hand/arm numbness) mild and patient on eliquis- hence stroke alert not called after discussion with ER doc. Cta checked in ER. Pt's symptoms resolved at the time of ed discharge. The patient was discharged after 4-hour ed visit, symptoms resolved on own. Dr. (B)(6) put that ablation was "possible" cause of tia back when this sae was initially reviewed. No medication was prescribed. The issue was identified the day after ablation in the morning. As procedure outcome the physician reported successful isolation of all four pulmonary veins. Unremarkable ep study with normal findings. Symptoms resolved on own in ed. Sudden onset of numbness morning after ablation.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced a transient ischemic attack (tia). The day after the procedure the patient experienced a tia that required unspecified treatment in order to prevent further injury. No further information about the patient or product have been provided.